Event description:
The physician reported the incorrect diopter power was initially implanted. In the doctor's opinion, this event is not related to the intraocular lens (iol) but instead to the patient's previous refractive surgery (rk). The iol was removed and replaced without complication.

Manufacturer narrative:
The lens was discarded by the account and not returned for analysis. Information received from the physician stated this event was not related to the device. Incorrect diopter iol was initially implanted due to patient's previous refractive surgery. Device not returned to the manufacturer.